Event description:
A home patient's (hp's) spouse contacted baxter regarding the hp being overfilled during dwell 3 of 4. Per the technical services representative (tsr), the tsr assisted the spouse to manually drain 500 mls from the hp and put the hp back in dwell, and therapy was continued. Per spouse, hp did not perform capd/manual day exchange prior to start of apd therapy, and no alarms were bypassed during therapy. The hp has not had any medication or changes in diet. Spouse was not sure if hp's stomach was distended. Hp did not feel like he was holding fluid limbs. Spouse did not know if homechoice was powered down when event occurred. Hp has not had any catheter problems. According to the nurse, the spouse and hp seemed to be confused regarding homechoice therapy. Nurse stated that spouse did report this overfill to nurse. Per nurse, hp's apd patient parameter settings are initial drain alarm set point = 10 and minimum drain volume percentage = 85%. Nurse did not know uf reading at time of event. Per nurse, the hp recorded that 3500 mls and not 500 mls was drained manually from the hp. Nurse stated that there was no medical intervention or patient injury for this event. Despite baxter's attempts to obtain additional information regarding the hp's fill volume, drain volume, last fill volume and overall therapy on the reported event date, no additional information was available. The root of this overfill event could not be determined.

Manufacturer narrative:
The device was requested for evaluation, however, the hp was not interested in an evaluation or swap of the device.